Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt's health care provider (hcp) planned to move the pt's pump device. It was stated the pt had gained weight and the hcp "was having difficulty at the refill." The hcp was considering relocating the pump closer to the surface of the pt's body. The medication being delivered via the device was lioresal. Additional info has been requested, a f/u report will be sent if additional info becomes available.